Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14/sep/2018. The service engineer (se) inspected the device. The se replaced the man-machine interface (mmi) printed circuit assembly (pcba).

Event description:
It was reported that the ventilator would not turn on. There was no patient involvement. The event date was not specified; estimate used.